Event description:
It was observed during the device evaluation that the forceps could not be inserted smoothly through the gastrointestinal videoscope, and foreign objects were found at the c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the forceps could not be inserted smoothly due to a component failure; however, the cause of the foreign objects at the c-cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.